Event description:
After pre-dilatation with a 3.0mm ptca balloon, a 3.0mm diameter by 15mm length s670 stent delivery system was inserted for treatment of the lesion in the right coronary artery. It was not possible to cross the calcified target lesion, therefore the stent delivery system was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged in the proximal right coronary artery when the device was pulled into the guide catheter. The undeployed stent was still on the guidewire, therefore 1.5mm, 2.0mm, and 3.0mm ptca balloons were used to dilate the stent, however it was implanted at an unintended lesion site. The target lesion was treated with a 3.0mm ptca balloon angioplasty. The physician reported that the dislodgement likely occurred because the guide catheter was not coaxial with the stent during removal. There was no add'l clinical sequelae reported related to the event. The instructions for use were not followed for removal of an undeployed stent, when the stent was pulled into the guide catheter for removal while the guide catheter was engaged in the coronary artery.